Manufacturer narrative:
The customer was advised replacement of the power supply. The customer has not provided an approval for repair.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a vent inop condition; post timer / 24v failure. No patient involvement.